Event description:
On april 28, 1994 of an incident that occurred while performing a cardiac catheterization. The glidewire was advanced through a cook 18 guage entry needle. The entry needle was removed and a hemokit was advanced over the wire. The 6 french usci cardiac was advanced over the glidewire. Resistance was encountered when the glidewire was moved within the catheter. Diminished coronary arterial blood flow was noted. Aspiration of the catheter resulted in retrieval of a segment of coating from the pt's coronary aartery. Removal of the catheter and wire as a unit was accomplished without incident. Fluoroscopy revealed no coating remained in the pt. The pt experienced no sequelae as a result of this event.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.